Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9215-1-03 serial/batch number 04512139 was received for investigation. Functional testing was not performed due to the broken tip. Visual evaluation found that the guide tip was broken off. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported on 03/17/2023 by a sales representative via sems that an ar-9215-1-03 quick connect handle came off in the guide. Case involvement, no patient effect.pieces did not break off inside patient